Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported if the device could dislodge. The patient said she was asking because she puts the communicator where she used to and it is not responding. The patient said she fell on the ice. The patient said since the fall, the device feels somewhat dislodged. The patient said she has some back pain and she sometimes feels a burning right where the device is. The patient said she also has some all over aching. It was recommended that they follow up with their healthcare professional. No further patient complications are anticipated or expected as a result of this event.